Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy.